Event description:
It was reported that a revision procedure was subsequently performed and the associated leads were found to be fractured. The leads were surgically abandoned and replaced. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch(lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular channel. Additionally, a lss was triggered due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. A review of the arrhythmia logbook identified a stored ventricular event and a stored atrial tachycardia response event, each with a non-physiologic signal and occurring prior to each lss. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and further evaluation was recommended. No adverse patient effects were reported.